Event description:
It was reported that during the procedure, an unspecified rx mini trek balloon dilatation catheter (bdc) was advanced toward a lesion in an unspecified vessel. When the rx mini trek was inflated to 12 atmospheres, the balloon ruptured. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, it was noted that the unspecified rx mini trek rx balloon dilatation catheter (bdc) is a 2.0x20 size rx mini trek rx balloon dilatation catheter. No additional information has been provided or noted.

Manufacturer narrative:
(B)(4). Correction: unspecified rx mini trek balloon dilatation catheter is a 2.0x20 rx mini trek bdc. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.